Manufacturer narrative:
Problem code 2907 captures the reportable event of fiber tip detached. Investigation results: one flexiva 200 tractip laser fiber was returned broken in one piece. The fiber measured approximately 4.1 cm from the break to the tip. The fiber has a kink. Exposed glass portion of the distal tip measured approximately 0.34 cm and was consistent with a fracture. The remainder of the fiber was not returned. The condition of the returned device confirmed that the fiber was broken. Review and analysis of all available information indicated that the root cause is manufacturing deficiency. An investigation was completed to address this issue which identified the most probable root cause of the fiber break as handling during the manufacturing process caused by the supplier manufacturer. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications.

Event description:
Note: this manufacturer report pertains to the first of two flexiva 200 tractip laser fibers that were opened for use in the same procedure. It was reported to boston scientific corporation on november 19, 2018 that two flexiva 200 tractip laser fibers were opened for use in a ureteroscopy with stone lithotripsy procedure performed on (B)(6) 2018. According to the complainant, during procedure, the tip of the laser fiber was noted to be completely separated before it was inserted inside the patient. A second flexiva 200 tractip laser fiber was open and the same issue was observed. The procedure was completed with a third flexiva 200 tractip laser fiber. There were no serious injury nor adverse patient effects reported as a result of this event.

Manufacturer narrative:
(B)(4). The device has been received for analysis; however the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
Note: this manufacturer report pertains to the first of two flexiva 200 tractip laser fibers that were opened for use in the same procedure. It was reported to boston scientific corporation on (B)(6) 2018 that two flexiva 200 tractip laser fibers were opened for use in a ureteroscopy with stone lithotripsy procedure performed on (B)(6) 2018. According to the complainant, during procedure, the tip of the laser fiber was noted to be completely separated before it was inserted inside the patient. A second flexiva 200 tractip laser fiber was open and the same issue was observed. The procedure was completed with a third flexiva 200 tractip laser fiber. There were no serious injury nor adverse patient effects reported as a result of this event.